Manufacturer narrative:
Image review: the returned image captures the lesion morphology as reported by the account. The reported stent dislodgment cannot be confirmed based on the image provided. (B)(4).

Event description:
The lesion was in the mid circumflex (cx) artery. The lesion was severely tortuous. Calcification was mild and lesion stenosis was 90% . The lesion was pre-dilated. No abnormalities were reported in relation to anatomy. The physician intended to use a 2.5x30mm endeavor sprint drug eluting stent to treat the lesion. No damage was noted to packaging and no issues were noted when removing the device from the hoop. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was not inspected post removal of the protective sheath. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, but excessive force was not used. It is reported that the stent dislodged partially when it reached the lesion. The physician retracted the stent and it fully dislodged in the brachial artery. The device was removed with a self-made catcher. The physician then intended to use a 2.5x14mm endeavor sprint drug eluting stent. No damage was noted to packaging. No issues were noted when removing the device from the hoop. No abnormalities were noticed during device inspection. No issues were noted during negative prep. Resistance was encountered when advancing the device, but excessive force was not used. It is reported that the device failed to cross the lesion. The lesion formed a great angle. The stent could not cross the lesion after sufficient pre-dilation and post dilation. The device was replaced by a non mdt product. Patient status post procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was evident to the distal tip, with tip appearing uneven. If information is provided in the future, a supplemental report will be issued.